Manufacturer narrative:
(B)(4). Returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded with blood in the inflation lumen and the balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The balloon has a pinhole 4mm from the proximal markerband. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 29nov2017. It was reported that crossing difficulties were encountered. Vascular access was obtained in the femoral artery. The 24x3.0mm, de novo target lesion was located in the non-tortuous and severely calcified left anterior descending artery. A 3.0mm x 12mm quantum¿ maverick¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with 2.5mm balloon catheter. No patient complications were reported and the patient was perfectly all right. However, returned device analysis revealed balloon pinhole.